Event description:
A peritoneal dialysis (pd) nurse reported a patient experienced drain issues during treatment. The patient remained asymptomatic: drain 0: 5ml, fill 1: 2203ml, drain 1: 1882ml, fill 2: 2203ml, drain 2: 1969ml, fill 3: 2203ml, drain 3: 2475ml, fill 4: 2203ml, drain 4: 1593ml, fill 5: 2203ml, drain 5: 4120ml, last fill volume: 0ml. The reported drain volume of 4120ml was (B)(6) over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The peritoneal dialysis cycler was returned for evaluation and determined to be functioning according to product specifications. A simulated treatment was completed without any failures or noted problems. Further evaluation found no device malfunctions that would have caused the reported iipv event and the cause of the large drain volume could not be determined. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.